Event description:
It was reported the surgeon performed a bilateral laminectomy during a spondylodesis procedure at l4/l5. During the drilling, the device heated and burned the patient¿s skin. The burned skin was removed during the same procedure. It was confirmed the patient did not require follow-up for the burn and skin removal. No further patient information or status was available upon request.

Manufacturer narrative:
Report not confirmed for electric motor. The device was tested and the temperature was within specification at 85.5°f. Multiple warnings are included in the ipc user manual including: ¿heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position.¿ report not confirmed for the attachment. Evaluation could not reproduce the reported malfunction as the temperature was within specification at 96.3°f. The user manual contains the following ¿heavy side loads and/or long operating periods may cause the device to overheat. If overheating occurs: never place an overheated motor on the patient or draping during surgery. Discontinue use and rest the motor by using intermittently, or wrap the motor/attachment interface with a moist sterile towel. If the motor is passed off, the receiver should grasp the motor by the proximal end close to the motor hose. To avoid injury to the patient or user, do not place the handpiece on the patient or in an unsecured location, when not in use.¿ in addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ maximum continuous and maximum total cutting times for various tool types is included in the manual. We will continue to monitor this complaint type for trends. (B)(4).